Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was introduced for ultrasound examination of the target lesion. However, the tip was defective and broken so the catheter could not cross the lesion. The device was replaced and the procedure completed successfully. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was introduced for ultrasound examination of the target lesion. However, the tip was defective and broken so the catheter could not cross the lesion. The device was replaced and the procedure completed successfully. There were no patient complications.